Manufacturer narrative:
The user facility could not confirm if instruments were reprocessed before use in patient procedure(s). Procedural delays and cancellations occurred due to the reported event. The user facility reported that the sterilization cycle completed successfully and all cycle parameters were achieved. The DHR for the lot number subject of the reported event was reviewed and no issues were noted. Retain testing on the lot number subject of the reported event was performed and no issues were noted. Steris offered in-service training on the proper use and handling of the scbi and the user facility accepted. The instructions for use states: observe the scbis at 24 hours (up to 7 days) of incubation. The scbi is positive for growth if it demonstrates turbidity and/or a color change from orange to yellow. Conditions for sterilization were not achieved. Follow departmental procedures for reporting sterilization failures. Investigation of this event is currently in process. A follow-up report will be submitted should additional information become available.

Event description:
The user facility reported that after a completed v-pro max sterilization cycle the biological indicator present did not evidence passing results.

Manufacturer narrative:
A steris service technician confirmed the facility's v-pro max sterilizers were operating properly. No additional issues have been reported.